Manufacturer narrative:
(B)(4). Statement from manufacturer: received one piece of used, filled of easypump ii lt 100-50-s without original packaging. In as received condition, clamp clip is opened and the original wing cap has been replaced with red closing cone. Big top cap is opened and discofix cap is removed. Observed crystallized residue at filling port. Additionally, observed crystallized residue at male luer lock. Red closing cone is removed. No flow is observed. The complaint sample is then left for 30 minutes. After 30 minutes, the pump remained not flowing. The complaint sample is blocked. No other deviation is observed. Analysis: complaint sample is dissected by section to investigate the possible contributor of blockage. Complaint sample is dissected at point a (microbore tube, before male luer lock). Complaint sample is immediately flowing. As the complaint sample is contaminated with cytotoxic, section a is brought back to bmi for decontamination and further investigation. The rest of the sample is disposed at the hospital. After decontamination is done, section a is tested with leakage test. Observed section a is flowing. Conclusion: complaint sample is possibly blocked due to crystallized residue at male luer lock. However, during leakage test, the crystallized residue could have been purged out, and clearing the pathway of the lumen. Therefore, the complaint is considered as not judgeable. Justification: not judgeable.

Manufacturer narrative:
(B)(4). We received one used (half filled) easypump ii lt 100-50-s without packaging. The received sample was taken to a visual inspection. Damages were not detected. In as-received condition the white clamp was open at the sample and the patient connector was not closed, the original wing cap was not handed over by the customer. Further on, we detected liquid at the filling port (lli-cone) of the sample. The sample was filled up to the nominal value (100 ml) and a functional test respectively a leak test was carried out. After opening the white clamp and waiting for 60 minutes the pump did not work (solution was not running). Leaks were not detected. The received sample is not within our specifications. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility ((B)(4)): pump didn't infused at all. Drug: 5fu.